Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided wall power adapter there was no reported adverse impact to the customer's blood glucose level. A new wall power adapter was sent to the customer.